Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv1538 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s " caller states she is a home health nurse working with a patient that has a powerglide midline product code f120101t (refv1538). Caller states she took off the dressing for the device and the catheter was kinked. She states she adjusted the catheter and reinserted it a little back into the vein. Caller states she cannot get a blood return from this midline. Caller asking what is bd's recommendation for re-inserting the midline. Should I give the patient antibiotics?" Ms&s explained that bd does not have a recommendation to reinsert a midline catheter if some of the catheter slides out. Discussed blood flow in the veins of the upper arms. Midline catheters are peripheral catheters. Blood return in midlines is not an indication that the midline is in or out of the vein. Explained that she should follow her facility's protocol for midlines and how to proceed. This should include contacting the physician for further guidance. Imaging the catheter may be necessary.